Manufacturer narrative:
The customer received a replacement battery. The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device would not deliver voice prompts. Without voice prompts, the user does not have the appropriate instruction to deliver defibrillation there was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device would not deliver voice prompts. Without voice prompts, the user does not have the appropriate instruction to deliver defibrillation there was no patient involvement reported with the event.

Manufacturer narrative:
Results code was changed to accurately describe customer solution (replacement of battery).